Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this implantable right ventricular lead was observed to have microdislodged. A revision procedure was performed. The lead was successfully repositioned without incident. Additional information was received that indicates the lead again dislodged two days post reposition procedure. An additional revision procedure was performed. Low r-waves and poor threshold measurements were observed apically due to infarcted tissue. The lead was repositioned successfully in a septal position. Following the repositioning procedure, the patient's blood pressure was noted to have dropped. Ultrasound imaging revealed fluid on the heart and that the lead had perforated the heart. During an attempt to drain the fluid, the heart was again perforated in addition to a lung. The patient underwent a thoracotomy. The patient was noted to be in stable condition following the procedure. Available information indicates this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.